Event description:
It was reported to philips that the rr c-arm movement failed and was resolved by system reboot on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service rebooted the system and restored functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).